Event description:
It was reported by the patient that the start button on the remote monitor did not work. The power indicator light was lit but the monitor did not start when the button was pressed. Two different electrical outlets were tried. The monitor had been able to transmit successfully in the past. The monitor was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.